Event description:
(B)(6) 2022, I received double mastectomy surgery for left ductus carcinoma. The plastic surgeon did not communicate previous appointments, surgery informed consent did not state the information that I should no longer have mris or post-surgery appointments that I could not have an MRI with the tissue expanders containing a magnetic/metal port that they use to help locate the port to put in IV fluid post-surgery and expand the tissue. (B)(6) 2022, I had the right breast tissue expander placed and not on the left. Next surgery for the left tissue expander surgery (B)(6) 2022 - no information was provided on any plastic surgery appointments prior to this surgery, on informed consent surgery form or post-surgery regarding the restriction of not having an MRI completed. Asked by rn to sign a blank informed consent. I had multiple sclerosis (ms) prior to cancer and stated at my pre-surgery appointments that I had my ms medication halted with the potential of cancer secondarily to this (later noted not related to her2+ cancer diagnosis). When I am not taking any ms medications, my neurologist prefers to have a brain MRI completed every 6 months to monitor any progression in potential brain lesions increasing in size or new lesions forming. When I arrived for a brain MRI ordered to be completed on march (B)(6) 2023, at (B)(6) hospital (B)(6) the MRI technician caught this potential safety concern when I mentioned that I currently have two tissue expanders post-surgery following a double mastectomy and stated some of these expanders have metal/magnetic ports. My husband has a ph.d. In medical imaging as a physicist and noted when told of the same concern - he was present when I went for this appointment and spoke with the MRI team. This technician stated she will research this and contact me after I have supplied my medical device information and she can confirm what is safe. I messaged my ms neurologist and noted the hold on getting the brain MRI. I then received a message back via mychart that my tissue expanders had metal/magnetic and I would not be able to get an MRI at this time. With concerns of my current plastic surgeon, I switched surgeons and post-covid - even for cancer patients there is a 6-12 month wait to have the saline breast implants of the reconstructive surgery using one's own tissue. This was previously not a concern of using metal in tissue expanders pre-covid with the ability to have them removed in 8 weeks. Without the ability to have a brain MRI, this also eliminated the opportunity to have an MRI if there was a potential of cancer returning. The highest risk of this is within one year of the initial cancer and I had a breast MRI prior to my first surgery for this reason - to make sure it had not spread and a better image than the ultrasound used in a biopsy. Two poor health outcomes - 1) inability to monitor my ms with the appropriate tesla imaging using flair and t2-weighted MRI knowing that any progression is permanent and can lead to a variety of disabilities and 2) the inability to monitor my cancer recurring. When I felt scar tissue forming I was told I cannot have a biopsy without surgery with the risk of puncturing the expanders and I cannot have an MRI. The only monitoring was with an ultrasound device that is a toddler level of imaging compared to an MRI. Main concerns reviewing the cdc breast cancer and up-to-date data there is a high mortality rate for black women is twice as high compared caucasians, although the incident rate is similar - needs changed to monitor for cancer recurring MRI tissue expanders with metal/magnetic need a new FDA policy that notes that all cancer patients need tissue expanders used that are non-magnetic/non-metallic. They are being made. Personally the FDA needs to eliminate all tissue expanders with metal as in my situation, a patient may have a secondary medical condition that needs monitoring via MRI. Unable to load a copy of both tissue expanders below. Lot number: rh238198015. Reference report: mw5117620.